Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients leads migrated north which resulted to inadequate stimulation. The patient underwent a lead revision procedure wherein the leads were put back into place. The patient was doing well postoperatively.